Event description:
Report received from abbott int'l affiliate (abbott/united kingdom) of an overdelivery. The report states: "intermittent short circuit in cable simulated switch being pressed and resulted in maximum programmed dose of analgesic being administered, although not requested." There was no add'l info available.